Event description:
It was reported that when the devices were used during a laparoscopic nissen, the outer gaskets tore. Another device was used to complete the case. There was no consequence to the patient.